Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to pt injury previously. Device issue: shaft separation. It was reported that during advancement of the sds in a heavily calcified vessel, the shaft separated at the hypotube. The device was removed from the pt without issue and there were no reported pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4).